Event description:
It was reported the rigid video scope was bent. The issue was found during a removal of appendix procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: light transmission is lost or too low, the light guide (lg) bundle of the video cable section was broken, and the outer tube was deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was deformed, and the lg bundle of the video cable section was broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.